Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited high pacing impedance, intermittent capture, and unspecified oversensing stored as a non-sustained right ventricular oversensing (nsrvo) episode. A fracture of the rv lead was suspected. The physician elected to cap the rv lead and replace it with a new one. The patient was stable before, during, and after the procedure.